Event description:
It was reported that a 3.50x20mm trek balloon inflated once at 12 atmosphere (atm) in the proximal left anterior descending (lad) coronary artery lesion without reported issue. During catheter removal, without reported difficulty, the shaft separated and the balloon remained in the anatomy, occluding the lad. Snare was attempted unsuccessfully. The separated balloon was embedded to the vessel wall using an unspecified stent and the blood flow was re-stored. There was a clinically significant delay; however reportedly, the patient is in fine condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure; however,a conclusive cause for the reported patient effects cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that occlusion is listed as a known possible adverse effect in the trek rx instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed the reported separation appears to be due operational context and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.